Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: - 0001822565-2024-00538; - 0001822565-2024-00540. D10: concomitant medical products, part number (lot number): 00249003562 (64580970); 00249000364 (4504918744); 00249000353 (63272894). G2: foreign - the event occurred in south africa. E1: full establishment name - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, one (1) reamer and two (2) screwdriver tips were fractured, and a lag screw retaining shaft would not thread properly to the lag screw. The correct surgical technique was used. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrections to d10 concomitant and associated product listings. 0001822565-2024-00540 for product 00249000364 was voided and reported under medwatch facility winterthur ch ((B)(4)). D10: concomitant medical products, part (lot); MFR report: 00249003562 (64580970); 0001822565-2024-00538. 00249000353 (63272894). Associated product information: 00249000364 (4504918744). The reported event is confirmed by provided photo. Visual examination of the returned product/provided pictures identified damage and a crack on the tip of the screwdriver. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.